Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition while on the low volume setting. The pump was returned to the biomedical engineering department with an unsigned note that stated "broken." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.